Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pharmacist reported during a live call that the easypump ii st 250-0,5-s-us has a black speck that was noted on the extension to the pump.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, a foreign material was found in the triangle tube of the sample. This foreign matter was an embedded mark. The estimate size of the mark was found to be greater than 0.5 mm². The sample is not within specification; the reported defect is confirmed. The burnt particle was caused by material buildup around the tip of the inner pin hole. This is a characteristic of the extrusion process, where material buildup can accumulate over time. Corrective action includes a new cleaning interval of 8 hours running in extruder j1 was defined. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.